Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that patient had implant in her chest. It was stated that patient rolled over in her bed and hit her chest, and her implant hadn't functioned ever since. It was noted patient had a big bruise and hematoma, patient could not adjust stimulation with patient programmer. Patient was redirected to follow up with healthcare professional (hcp) to have a look at implant. This is considered as sudden or gradual change in therapy/symptoms. It was mentioned that patient did not have hcp and her current pain is manageable. Hcp didn't know anything about the device, so patient services sent listings for other hcp¿s. No further complication or event reported.